Manufacturer narrative:
Additional information: b2, b5 and b7. B5: upon follow up, it was reported that the patient was discharged from the hospital after16 days of hospitalization. Treatment was discontinued on the same day as discharge. It was reported that on an unspecified date, pd was on "hold" and patient was shifted to hemodialysis. On the same day as discharge, pd was then resumed. One day after discharge, the patient was started on meropenem injection (1gm, once daily, intraperitoneally) and vancomycin injection (1gm, every 96hrs, intraperitoneally). Retraining for break in aseptic technique was performed on an unknown date. Five days after discharge, the patient was hospitalized again due to abdominal pain and another indication. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow up, it was reported the patient recovered from all the events i.e., peritonitis, cloudy pd effluent, abdominal pain. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was reported the patient was hospitalized after 3 days of peritonitis diagnosis and treated with meropenem injection (1gm, once daily, intravenous, ongoing) and vancomycin injection (1gm, 96hrly, intravenous, ongoing) for peritonitis. At the time of this report, the patient was recovering from the peritonitis and remains hospitalized. It was reported that the patient recovered from abdominal pain. Pd therapy is ongoing. It was reported the patient and caregiver training for break in aseptic technique was pending. No additional information is available.